Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up after receiving an alert for high out of range pacing impedance. Electrical testing confirmed the high pacing impedance and revealed increase capture threshold. Review of fluoroscopy showed externalized conductors. Suspected fracture was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.